Event description:
User received a false positive troponin t result for one patient sample. Initial result was 0.107 ug/l. The lab has a protocol to repeat all positive results. First repeat result was <0.010 ug/l and second repeat result was >0.010 ug/l. No information was provided to determine if erroneous result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.